Event description:
There have been several events involving free flow of IV medication. In testing the IV pumps, we were able to re-create the free flow event. The IV pumps are the alaris pump 8100 series. Apparently the "claws" (sear) in the door latch assembly do not always grab the safety clamp (flo-stop) to prevent flow. When the door is open, even with the flo-stop still in the pump, if the roller clamp was open, the medication free flowed. During the pump testing, the free flow event did not occur with every opening of the pump door, but it did occur at times which is a pt safety concern. To date there has been no harm to pts.